Event description:
It was reported that patient presented for pacemaker battery analysis. It was noted that device exhibited an incorrect longevity measurement. No intervention was performed, and device is being monitored. Patient condition was stable.